Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a screenshot of the results screen for the sample in question was reviewed. The sample (sid (B)(6)) was valid, met all assay specification requirements, and no error codes or flags were displayed for the internal control. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77- 90) lots 506035 and its components was performed. The review did not identify any issues which could result in the reported complaint during production or the release testing for lot 506035. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 identified 2 additional complaints related to the reported issue. Both tickets were independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported a patient sample that generated a positive result when run on the realtime-sars-cov-2 assay but a negative when run on the altona test. On (B)(6) 2020, the sample was tested positive on the realtime assay, however when repeated from the same sample swab (dry swab in saline), the altona test was negative. The positive realtime result was doubted by the physician because it did not match the clinical situation of the patient. The patient had no symptoms and was tested only to exclude sars-cov-2 infection before moving to a new care home. There was no result flag on the sample and customer confirmed that controls of the run passed error free. Run controls therefore do not indicate any instrument malfunctioning. The result is just above the threshold cycle indicating a low positive. Molecular application specialist discussed with the customer that the lower limit of detection of the abbott sars-cov-2 assay is 100 copies/ml, while it is higher for the altona test. Customer was sure that the sample has not been exchanged, and that contamination could be excluded. The sample was retested again, and generated a negative result, which was reported outside the laboratory. The method of testing for this final retest is not known. It was not retested with the m2000 instrument at the customer site. There was no impact on the patient, the patient was only allowed to move into the care home after the second test was confirmed negative. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.